Event description:
It was reported that the patient presented in the emergency room and was admitted after experiencing inappropriate shocks. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) exhibited episodes of over-sensed noise. It was noted that the noise was caused by the patient's left ventricular assist device (lvad). The ICD was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient experienced discomfort.